Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The functional display check failed. The failure was due to a burnt transformer on the inverter board, which caused the dim display. A known good inverter board was installed and the display became operational. The inverter board is located on the rear of the touch screen. The cycler passed functional display test and touch screen test. An internal visual inspection of the returned cycler revealed dried fluid under the pump assembly on the bottom cover. The cause of the dried fluid could not be determined. The cycler tested positive for glucose. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a burnt transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the screen of a patient¿s liberty select cycler had a display brightness issue during their peritoneal dialysis (pd) treatment. The power cord was properly connected in both ends and the cycler was plugged directly into a three-prong wall outlet that was shared. Trying another outlet and rebooting the cycler did not fix the issue. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed that there were no adverse events or medical intervention required as a result of the reported event. The patient was able to complete treatment. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board was burned.